Event description:
It was reported that the endotracheal tube's cuff was inflated, etco2 was attached and manual ventilation started but there was no rise in etco2 noted. It could see that the tube was through the vocal cords, the nurse at bedside auscultated and reported bilateral breath sounds, and the patient's spo2 remained above 92%. An new etco2 monitor was attached and tried, and still no value or waveform. The tube was advanced for another 2-4cm past the vocal cords, but still no etco2. The tube was replaced for suspected ruptured cuff. The patient was manually ventilated by mask x 2 minutes to bring spo2 above 96%. The second intubation attempt made with videolaryngoscopy had a good view once secretions cleared, the tube was visualized pass through the vocal cords, the cuff inflated and etco2 was attached, then the patient was manually ventilated. The etco2 immediately had a reading of 55mmhg, good chest rise, bilateral air entry on auscultation. The original faulty tube was checked and reported that cuff would not inflate but did not seem torn, and the problem appeared to be the inflation valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line tubing was collapsed inside the lumen of the tube, and no damage was observed in the cuff. Functionally, an inflation or deflation test was performed. Air was applied to the cuff using a syringe, and it was observed that inflation was difficult and deflation was hard. It was reported that the endotracheal tube's cuff was inflated, etco2 was attached and manual ventilation started but there was no rise in etco2 noted. It could be seen that the tube was through the vocal cords, the nurse at bedside auscultated and reported bilateral breath sounds, and the patient's spo2 remained above 92%. A new etco2 monitor was attached and tried, and still no value or waveform. The tube was advanced for another 2-4 cm past the vocal cords, but still no etco2. The tube was replaced for suspected ruptured cuff. The patient was manually ventilated by mask x 2 minutes to bring spo2 above 96%. The second intubation attempt made with videolaryngoscopy had a good view once secretions cleared, the tube was visualized pass through the vocal cords, the cuff inflated and etco2 was attached, then the patient was manually ventilated. The etco2 immediately had a reading of 55 mmhg, good chest rise, bilateral air entry on auscultation. The original faulty tube was checked and reported that cuff would not inflate but did not seem torn, and the problem appeared to be the inflation valve. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Check to verify that the cuff inflation system is not leaking. Integrity of the system should be verified periodically during the intubation period. Any deviation from the selected seal pressure should be investigated and corrected immediately. Each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.